Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error¿s. The customer¿s blood glucose level was 190 mg/dl. Customer reports they were able to clear the alarms. Customer was unable to complete rewind. The customer was assisted in performing self test and it passed. Troubleshooting was assisted. The device will not be returned for analysis.